Manufacturer narrative:
UDI is not known at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The representative with to the site and the mouse was fully operational. The system then passed the system checkout and was found to be fully functional. Device manufacturing date not known at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the wired mouse is no longer functioning. There was no patient present when this issue was identified.

Manufacturer narrative:
The returned mouse was found to be fully functional when connected to a known good computer. There was no problem found with the mouse. If information is provided in the future, a supplemental report will be issued.